Event description:
It was reported that the customer experienced a low blood glucose (bg) where the value was displayed as ¿low¿; however, a specific value was not provided. The customer tried to address the low bg by consuming glucose in tub and juice. Ultimately, paramedics were called and administer d10 to address the decreased bg. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Reportedly, the pump software functioned as intended and the system check identified that the customer requested and approved a large user bolus; this action was followed by the low bg event.